Event description:
Revision surgery date: (B)(6) 2013 at (B)(6); original surgery date: done 5-6 years ago in (B)(6). Reason for revision: loose/failed glenoid. Took out all implants and put in the depuy platform system. Converted to a hemi and bone grafted the glenoid. Wanted a platform system so he could convert to a reverse if revision of hemi is needed down the road.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.